Manufacturer narrative:
The customer reported the AED will not power on; tried a new 9v and the asi went from flashing red to blank. Advised to try newer 9v and call back if still having trouble. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on; tried a new 9v and the asi went from flashing red to blank. Advised to try newer 9v and call back if still having trouble. The reported event did not occur during patient use.